Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50; serial #: (B)(4); description: linear st lead, 50cm. Model #: sc-3138-35, serial #: (B)(4); description: scs phiii ext 35cm. Model #: sc-4316, lot #: 15727568, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had not been charged since 2013, shortly after being implanted. The patient¿s stimulator had not been working after a non-device related heart attack and heart surgery. It was unknown whether electrocautery was used during the heart surgery. The patient requested that the device be removed and did not want to troubleshoot. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has not charged and the stimulator has not been working since implant. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had not been charged since 2013, shortly after being implanted. The patient¿s stimulator had not been working after a non-device related heart attack and heart surgery. It was unknown whether electrocautery was used during the heart surgery. The patient requested that the device be removed and did not want to troubleshoot. The patient will undergo an explant procedure.